Manufacturer narrative:
Field service engineer (fse) investigated and found that the system was not fully responsive to table commands. After troubleshooting, system began to respond to table commands. Fse thinks it may be that the image intensifier transducer board may have gotten wet during the last exam. Table was fully responsive in all directions before leaving site. Fse verified proper operation according to service checklist (B)(4) and returned the system to the customer for full service.

Event description:
Customer reports the system movement failed during an unknown procedure. Staff moved the patient to another room to complete the procedure without incident; no reported injury.